Manufacturer narrative:
A getinge field service engineer (fse ) replaced the battery (0146-00-0097) due to battery replacement message on screen. All work has been completed in accordance with manufacturer¿s instructions and equipment returned in working condition.

Event description:
It was reported that during software update performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) battery needed to be replaced. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during software update, the cardiosave intra-aortic balloon pump (iabp) battery needed to be replaced. There was no patient involvement.